Event description:
Display backlight failure (device issue). On (B)(6) 2014, during a routine review of service order findings, an ikaria quality manager identified that inomax (B)(4) had experienced a display backlight failure follow preventive maintenance (pm). This device issue is similar to a device issue which occurred in the past and had resulted in a serious adverse event. Inomax dsir# (B)(4) had been returned to the regional service center (rsc) for routine preventative maintenance. Following the pm, inomax dsir (B)(4) experienced a delivery failure (df) alarm and the device screen went blank. (B)(6) 2014: the device wa not in use at the time of device issue and did not result in an adverse event; however, it is being reported because similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
On (B)(4) 2014, during a routine review of service order findings, an ikaria quality manager identified an issue with inomax dsir# (B)(4) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event ( (B)(4)). Evaluation: inomax dsir# (B)(4) was at the regional service (rsc) in the united states for routine preventative maintenance. Following the preventive maintenance (pm), inomax dsir# (B)(4) experienced a delivery failure (df) alarm and the device screen went blank. A review of the post-service log confirmed a df alarm due to backlight current below minimum (actual: 640 counts; minimum: 800 counts). The rsc replaced the display/touchscreen assembly to resolve the fault. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).